Event description:
It was reported to boston scientific corporation that within 5 days after placement of a corflo cubby low profile gastrostomy device, the right half of the locking adapter was broken. There were no patient complications reported as a result of this event. At the conclusion of thr procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.